Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for the patient who was in the emergency department at 00:50 with cardiac arrest on (B)(6) 2026 after being found down with active alarms. The event log file earliest recorded data was from 02apr2026 at 23:34:52. At 23:42:11, a low flow alarm flag was activated. At 23:47:32, the patient switched from battery power to patient power module (ppm) power. Power module appeared to be unplugged and running on ppm backup battery. At 23:48:20, external power was restored to the power module. No active alarms on system controller. Recorded calculated average flow value was 2.9 lpms at this time. On 03apr2026 at 0:00:03 - 0:18:18 there were intermittent low flow alarms occurred during this period. Silence_alarm_button_pressed events were recorded shortly after each alarm. At 0:18:36 - 0:46:17, the low flow alarm become more persistent as recorded calculated average flow values remain less than 2.5 lpms. Nineteen silence_alarm_button_pressed events were recorded during this period. At 0:47:04, system controller external power was disconnected. Pump speed was maintained by the controller¿s emergency backup battery. At 0:47:34, a driveline disconnect event is recorded followed by a pump stop. The patient passed away on (B)(6) 2026 at 01:27.